Event description:
A physician reported a certas valve (828806) was implanted via l-p shunt on unknown date and setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). During postoperative follow-up in (B)(6) 2022, patient felt pain where the valve was placed. The patient is following up.

Manufacturer narrative:
The certas valve (828806) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the for the issue reported by the customer could be due to a ¿adverse tissue reaction¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.